Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus and could not be resolved through initial troubleshooting. The field service engineer (fse) observed that the drawer was no longer in a failed state upon arrival. The fse reviewed the failure history, inspected the drawer, and performed functional and diagnostic testing, including cleaning beneath the pockets. The fse confirmed that all tests passed, addressed customer concerns, and verified that the storage spaces were accessible and functioning normally. The system functioned as intended after field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device was not detected on bus and users were attempted to troubleshoot but unable to fix the issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.